Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(6).

Event description:
The customer reported the speaker is faulty. A loss of audio cannot be ruled out based on information currently available. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
The field service engineer (fse) went onsite and found that the speaker had no sound. The customer mentioned that he had tried replacing the speaker, but it did not resolve the issue. The fse determined that the mainboard was faulty and needed to be replaced. The cause of the reported problem was the mainboard. The device was operational after repairs were completed.